Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2021-38012. During a planned device replacement procedure, when the new device was placed into the pocket, episodes of asystole were noted. Device inhibition or a loss of output was suspected. The leads were disconnected from the device and retested showing adequate output. The leads were reconnected and the device functioned appropriately. It was also noted the right ventricular (rv) lead had previously noted episodes of noise. The rv lead was capped and a new rv lead was placed. The patient was stable.